Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test and self test. Device received with all buttons responding properly. No unlocked lcd keypad connector. However, moisture damage at electronic assembly, motor and vibrator assembly during visual inspection. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, cracked reservoir tube window and missing end cap sticker. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on after being exposed to moisture. The buttons of the insulin pump were not responsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.